Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that he received a button error alarm. The customer's blood glucose was 6.5 mmol/l at the time of incident. The customer stated that he was biking prior to the event. The customer stated that the insulin pump had small cracks and was exposed to moisture. The customer stated that he reinserted the battery and was able to reset time and insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm noted. No moisture damage found inside the insulin pump. The insulin pump received with cracked case at display window corners, cracked battery tube threads, reservoir tube and minor scratched display window.